Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the customer got up to make breakfast and the insulin pump alarmed. Customer was able to read the alarm and active insulin cleared. Customer then pressed the buttons but the alarm wouldn't clear, the display became frozen. Customer didn't know her blood glucose at the time of the occurrence. Troubleshooting was performed and customer confirmed the time on the device does not advance. "Screed" did not return after troubleshooting was completed. Customer was advised the device needed to be replaced and agreed to return it for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No frozen display or unexpected alarm noted. No unlocked printed circuit board keypad connector during visual inspection. The insulin pump passed the leak test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.